Manufacturer narrative:
As a result of analysis on the retrieved part, there was a sign of squeeze by snare wire near to the fractured site. The fracture surface showed a sign of ductile fracture. It met the specification such as for strength. Therefore, based on the reported contents and the cases in the past, it is surmised that the fracture of the stent was caused by any of the following causes. It was a difficult situation to withdraw the stent because of sticking of the side flap in the stricture. Because withdrawing of the stent was attempted forcibly in the situation above, an excessive force was applied to the stent resulting in fracture; the stent was broken because the vicinity of the side flap which is less resistant point in the stent was strongly grasped by a snare, or the stent was forcibly withdrawn. There is the following description in the instruction manual. Retrieval of the stent before withdrawing the stent make sure under x-ray that the inserted part of the stent is free from kinks and does not stick in the stricture. Withdrawing the stent forcibly, may cause parts of the stent to break off and remain in the patient. In case parts of the stent do remain, implement the appropriate treatment under the clinical judgement. When retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. On (B)(6) 2010, the physician attempted to remove a stent with an electrosurgical snare for replacement, but failed. The stent was placed on (B)(6) 2010. When the physician pulled it out along with the endoscope, the stent fractured at the base of the second side flap on the proximal end, and remained in the pancreas duct. It was difficult to perform endoscopic removal of the remained stent. The procedure was completed with the stent remained in the patient. The patient came home for follow-up after the procedure.